Manufacturer narrative:
Follow-up # 1 date of submission 02/14/2014-device evaluation:the device has been returned and evaluated by product analysis on 01/31/2014 with the following findings:a review of the pump¿s history showed unexplained reboots on 09/26/2014. The battery compartment was observed to be undamaged during testing. No battery cap was returned with the pump; a test cap was used during testing and the pump was able to power on normally. The pump was tested for 24 hours with no power loss. The pump cover was opened and no internal damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an intermittent power issue. The pump maintains power intermittently; the reporter stated that the pump will randomly shut off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.